Event description:
A customer reported a malfunction with their insulin pump. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared.